Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that blade detachment occurred. The75% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, upon removing the sheath, under ultrasound imaging blade separation was observed and the pcb and sheath were removed together. The result showed that while the blade had not completely detached; however, approximately two-fifths of the blade from the tip had peeled off and was folded at a 180-degree angle. There were no patient complications as a result of this event.